Event description:
The lay/pt contacted lifescan (lfs) in 2006, and alleged that his one touch ultra meter was not powering on. Lfs has yet not responded to the follow-up questions sent. The pt reported that he had changed the battery in his meter, but it still die not power on. Since he was not able to test, his wife threw the meter away. It is not known as to when the power issue started, how long the pt was not able to test and when the meter was actually throw away. On the event date, at 7:30 am, the pt began to experience symptoms of hypoglycemia (sweating and shaking). His son took him to the hosp, and his blood glucose level was tested on the hosp meter with a result "below 4.0 mmol/l;" (exact result not provided). The pt had a glucose drink with him and so he drank it and felt better. After that he went home. His blood glucose was not tested at the hosp after the drink. He has since purchased an alternative meter and is using that. Although there is insufficent info regarding the events prior to the pt experiencing the symptoms, his medication regimen, and how long was he not able to test blood glucose, ths complaint is reported because the pt was not able to test, and later the pt was experiencing symptoms and found to be hypoglycemic.